Manufacturer narrative:
Results: the complaints lab received one sealed sample. The blister was examined before opening and a brown substance was observed on the underside of the top web. The tip of the syringe was also examined and a dark brown substance was observed. Ftir was performed on previous complaints with similar issues. Those spectra revealed that the foreign substance was likely grease. Conclusion: although the customer's reported defect was confirmed, an absolute root cause for this incident cannot be determined. (B)(4).

Event description:
It was reported that foreign matter was found on the 60 ml bd¿ slip tip syringe before use. There was no report of injury or medical interventions.